Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the issue was not due to the stimulator delivering energy, the patient has been injected by their healthcare provider (hcp) to address the pain. The impedance check was performed and all connections were within normal limits. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient was getting shocking. Manufacturer representative (rep) had called patient however there was no answer. They plan on meeting with patient to reprogram when patient calls back. No further complications were reported.